Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported no image during a therapeutic procedure involving an olympus video system center. The issue occurred after the procedure. The procedure was completed using an olympus backup device. There was no patient injury reported.